Event description:
The customer reported a leak from a coulter lh 500 hematology analyzer. The volume of the leak was approximately two or three drops and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found a clot in the vacuum path at the lower part of the rinse block, which caused a leak at the end of every secondary aspiration cycle. The fse cleaned the clot to resolve the leak. As preventative measures, the fse adjusted the rinse block position and probe angle. Repairs were verified per established procedures. (B)(4).